Manufacturer narrative:
The device was returned to the manufacturing facility located in sydney australia for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4) .

Event description:
(B)(4) .